Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Power loss alarm and power error alarm are confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed power loss and then alarmed power error which was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. No unexpected pump error alarms, replace battery now alarms or power loss alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked retainer, cracked select button keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed replace battery now power error detected. Customer's blood glucose was unknown at the time of incident. It was reported that the alarms were recurring and was verified with insulin pump history check. The was no indication of troubleshooting or the issues being resolved. It was reported that the insulin pump will be replaced. The insulin pump will be returned for analysis.